Event description:
Patient enrolled into the create pas trial. Spider fx was deployed and removed; patient's carotid artery had a significant tortuosity and angulations of common carotid artery. Physician was unable to pass the lesion top and deploy the spiderfx device. As a result of the tortuous vessel height the antiembolic system was completely kinked. This device was removed. A wire was used to maneuver the vessels bends and the second spiderfx was deployed without problem. Pt did have an event after the procedure which was a tia lasting 33 minutes.